Event description:
Pt had a high creatinine level over 2. The most recent CT's of the aortic anatomy were non-contrast. When the main body was deployed down the contralateral side, the contralateral limb would not open, due to the thrombus present in the distal aorta. An attempt to cannulate the contralateral limb using the "up and over" technique was unsuccessful. During this time, it was felt that if access was gained, the two leg grafts might compete for space within the aorta and the likelihood that graft occlusion might occur appeared to be very possible. As a result of the anatomical condition in the distal aorta, now visualized, the physician decided to convert the graft to an aortouni-iliac configuration. Converter was deployed without complication. Before deploying the ipsilateral leg graft, it was decided that the selected leg graft was not long enough and the placement of an iliac leg extensive distal to the leg graft was planned. An occluder was deployed in the common iliac artery on the contralateral side, and a fem-fem bypass was performed following the final angiogram. No endoleaks were viewed.